Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video assisted thoracoscopic wedge resection surgery, the stapler got stuck while closed down on tissue. The surgeon was able to get the stapler to open again. New stapler was opened and used to complete the case. There was no patient injury.